Manufacturer narrative:
Upon inspection of the device, it has been noted that the red plastic on the quick release hook of the slingbar is broken. The red plastic hook lock is used only as a guide to see if the hook is positioned correctly, not to take any load in the lift of the patient. The hook lock is not a weight bearing part in the construction. If it breaks, it is an indication that the hook is positioned in an incorrect way and then during the lifting, it carries weight and breaks. In the user manual for the universal slingbar, it is stated under care and maintenance: ¿when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. Before lifting, check that the lifting accessory hangs vertically and can move freely.¿ a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during a patient transfer, the slingbar came off of the lift resulting in the patient falling to the ground. The lift was located at the account. There was no serious patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).